Event description:
A hospital in (B)(6) reported that the glue on a quantity of two (2) rt040 full face masks is not strong enough for long term (several months) use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the two (2) returned rt040 masks were visually inspected. Results: the silicone seal had separated from the base of both masks. The customer reported that both of the rt040 masks had been in use for "some months." The rt040 is intended for "single patient use, for up to 7 days", as indicated in the user instructions. The customer reported that they had no issues with masks that were being used for less than 7 days. Conclusion: fisher & paykel has reiterated to the customer that the rt040 is a 7-day, single use product, as stated in the user instructions. The customer states that they will change their practice to conform with this recommendation or use an alternative extended-use product. (B)(4).